Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a severely scratched screen, which made the display illegible or difficult to read. The blood glucose reading was 150 mg/dl. The customer stated that his leather holster had plastic dimples that scratched the screen up badly. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.